Event description:
It was reported while stimulation was on the patient felt a shocking or jolting sensation. Last year sometime the patient felt jolts and little shocks. The patient stimulation was turned off at the doctor's office but stimulation reportedly turned back on around (B)(6). She could tell stimulation was on because in certain positions stimulation was felt. The patient inquired about battery longevity and were redirected to their healthcare provider. Further follow-up has been requested to obtain information regarding the shocking/jolting event and if additional information becomes available a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3093-33, lot # v015541, implanted: (B)(6) 2007, product type lead. (B)(4).